Event description:
While cauterizing a gall bladder bed, the tech noticed a spark on the higher end of the cautery sheath. The sheath was changed and it was noticed there was a very small burned area on the pt's liver approximately one inch from the end of the sheath. The dr felt the burn was an insignificant injury. Surgery sent the sheath to the MFR to be checked out.